Manufacturer narrative:
(B)(4) a follow up report will be filed upon completion of the investigation. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Event details: during final torquing of expedium set screws, tip of driver lost engagement and stripped. Reason for complaint torque driver tip stripped (x2). Adverse consequence: no additional anesthesia time as a result? No. Procedure date: (B)(6) 2016. Event occurrence - (B)(6) 2016. Alert date: (B)(6) 2016. Premature wear, customer is not satisfied with performance of the instrument. Instrument information: quantity: (B)(4), product name: x25 torque driver 2797-12-600, products being returned: yes. Please have replacement driver shipped asap as there are 2 cases this week! Investigation results to be provided to dr. (B)(6).

Manufacturer narrative:
Additional narrative: (B)(4). The two moss miami single innie final tighteners (product code: 2797-12-600, lot number(s): gm4196505, gm3815702) were returned to the complaints handling unit (chu) on march 15th, 2016. Both of the final tighteners featured a heavy degree of stripping of the hexlobes at their tips. Despite the level of wear, it is still evident that this damage has occurred in a manner consistent with the direction of rotation. This wear occurs only at the distal end of the tighteners¿ tips, stopping roughly halfway down. This damage could potentially occur if the tighteners were not fully inserted into and flush with the set screw during tightening. The torque is instead applied to a limited surface area, damaging their hexlobes in the process. A review of the device history record was conducted. No issues were identified during the manufacturing and release of this product that could have contributed to the problem reported by the customer. No emerging trends were found requiring further actions. The root cause of the final tightener and torque driver shaft stripping cannot be determined at this time. A potential root cause may be having them not fully inserted into and flush with their associated screws during tightening. This would cause torque to be applied to a limited surface area, damaging their hexlobes in the process. It has been noted that the torque wrenches used in this procedure were exerting an excessive amount of torque on the final tightener and the torque driver shaft which may have resulted in their tips stripping. As there has been no issue identified in the manufacturing or release of the device that could have contributed to the problem reported by the customer and no systemic trends requiring immediate action have been observed, this complaint file will be closed with no further action required. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.